Event description:
It was reported that the customer had some unexplained high blood glucose levels. Customer has high blood glucose levels every 3-4 days. Customer had to change the set at the end of the 3rd day. Customer's blood glucose level was 455 mg/dl and it would not come down within an hour. Customer would replace the infusion set and her blood glucose level would come down after another correction. Cannula was not bent and the tape was still in place. There was no leaking of insulin at the site. It was explained that when the set is used beyond 3 days, it can cause high blood glucose levels as the reservoir is only good for 3 days. Customer had another infusion set that bled into the tubing and they changed it out. Customer was advised that it was fine and a replacement set will be set. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.